Manufacturer narrative:
Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Contra-angle handpiece sn (B)(4) (2014), motor sn (B)(4), motor cable after a detailed check no error could be found. Charger, foot control and measuring cable set were not included. Housing cracked in several places (presumably due to a fall), but has no effect on the function. Function test and test measurements without errors. Torque test performed with contra-angle handpiece sn (B)(4) (2014), sn (B)(4) (2017) passed.

Event description:
In this event it was reported that a contra angle 6:1 for vdw.gold/silverwas involved in several instrument breakages; according to customer "I am sending you 3 contra angle from the (B)(4). The contra-angle should be checked together with the device, as instrument breakage had occurred several times" ; outcome of patient injury is pending.